Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was to be used during an epbd (endoscopically performed biliary drainage) procedure performed on (B)(6) 2011. According to the complaint, after unpacking, the clear plastic cover of the syringe gauge was found to be discolored and had the appearance of "steam." Reportedly, the meter was visible, but this condition made the gauge difficult to read. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device found gauge cover was coated with what appeared to be contrast media. The gauge cover was cleaned using alcohol and it was noted that there was abrasion marks on the face of the gauge cover. The investigation results are consistent with the event description, however, the "steam" was not confirmed. The reported defect the gauge cover being "tarnished" was confirmed as there were abrasions marks on the face of the gauge cover. The complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was to be used during an epbd (endoscopically performed biliary drainage) procedure performed on (B)(6) 2011. According to the complaint, after unpacking, the clear plastic cover of the syringe gauge was found to be discolored and had the appearance of "steam." Reportedly, the meter was visible, but this condition made the gauge difficult to read. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.